Event description:
During use for a cardiopulmonary bypass procedure, the pump continued to rotate after the user attempted to stop it and displayed an "overspeed" message. No other details of the nature of the event were reported. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.